Event description:
It was reported when using the pyxis medstation es system, the patient who was transferred has not been updated in the station, and while the patient was visible on the server side but not in the station. The customer reported that the malfunction resulted in approximately one hour of delay in the administration of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the new visit ID had not been incorporated into meditech, and the patient had not been merged. A technical support specialist facilitated the discharge of the patient and subsequently re-added them to the host and merged. The customer has confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshooted the device.